Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that interventions included patient education on new ways to keep the connectivity with his recharger. The patient reported considerable difficulty with charging his device.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient had been having difficulties with recharging, getting the correct stimulation, and using the patient programmer (pp). The rep was not aware that the patient had seen a power on reset (por) at this point. The patient had been having difficulties for a while. The rep could not clarify the charging and stimulation issues. The patient had questions about recharging and they covered them. The rep met up with the patient at the office and went through recharging. The patient had an appointment with the doctor. The cause of the charging and stimulation issues was not determined. Additional information received from the healthcare professional (hcp) of a clinical study reported that they were unable to recharge the implantable neurostimulator (ins). The clinical diagnosis was not applicable. The outcome was ongoing. Interventions included repositioning the ins. The patient reported that he was unable to recharge the device. Imaging showed that the ins was too deep in pocket and needed to be surgically repositioned. The etiology was noted as not related to the device or therapy and related to the implant procedure. There was poor coupling. Relevant medical history included: spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the outcome was resolved without sequelae. The patient reported no longer having difficulty charging device per the patient.

Event description:
Additional information was received stating ipg too deep in pocket causing poor coupling.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.